Manufacturer narrative:
The patient is reportedly doing well. This is the final report.

Event description:
The patient reported fluid discharge at the implant site. The surgeon drained the fluid from the patient's implant site. The patient is receiving benefit from the device.